Manufacturer narrative:
(B)(4). Insulin pump received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify motor error alarm due to completely broken reservoir tube lip. The motor was tested outside of the device and passed. Pump received with broken reservoir tube lip, missing reservoir tube o ring, cracked case at the reservoir tube window corners, cracked reservoir tube window, broken belt clip slot, broken battery tube threads and stained end cap sticker. The test infusion set and reservoir does not lock into place due to the reservoir completely broken off.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer was able to clear alarm and insulin pump rewind. Drive support cap appeared normal. Crack at reservoir compartment. No harm requiring medical intervention was reported. The insulin pump returned for analysis.